Event description:
Noise reported on the rv and far-field channels beginning in (B)(6) 2023 based on data available from home monitoring. Lead trends for pacing impedance, shock impedance, and sensing are stable and within normal limits. Lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Patient received inappropriate shocks on (B)(6) 2024. The lead was explanted on (B)(6) 2024 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.